Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set pump fell off on floor during sleeping which led to cannula disconnection event on (B)(6) 2026. Due to the event, the patient experienced bruising at the site, bleeding from cannula dislodgement, which caused blood backup in tubing and under skin at cannula site.